Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(6), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(6), implanted: (B)(6) 2009, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that a patient¿s leads and implantable neurostimulator (ins) were replaced (B)(6) 2013. It was noted that the ins was only replaced because the leads were being replaced. It was stated that the patient noticed increased pain and recurrence of pain ¿about 6-8 months before¿ lead damage was discovered and the leads were replaced. It was noted that the patient didn¿t see the manufacturer¿s representative much and they had not been notified about the lead issues. It was stated that the patient did not see the manufacturer¿s representative at the replacement surgery but his wife told him the manufacturer¿s representative was there.